Event description:
A report was received that a patient had his trial lead pulled due to chest pains. The physician believes the pain was due to the device. The patient is reportedly doing well following the procedure.